Manufacturer narrative:
The customer¿s report of the tubing leaking was confirmed. Visual inspection showed that the pvc tubing was completely separated from the drip chamber. The drip chamber was not returned with the sample. Functional testing was deemed unnecessary due to the tubing being separated at the component engagement with fluid leaking from the separation. Inspection under magnification showed that the pvc tubing had insufficient solvent applied at the engagement. The root cause of the tubing leaking was identified as a manufacturing issue due to insufficient solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of ns was noted to be leaking after 6 hours of infusion. No patient harm reported.